Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited ventricular noise reversions. The patient was scheduled to attend the clinic for further evaluation.